Event description:
Related MFR report number: 2017865-2025-12440, related MFR report number: 2017865-2025-12442. It was reported that a patient presented for an extraction. Oversensing was noted on the atrial lead, right ventricular (rv) lead, and pacemaker (pm). The physician elected to explant and replace the atrial lead, right ventricular (rv) lead, and pacemaker (pm). The patient was discharged following the procedure.

Manufacturer narrative:
Updated b5 and h6 to indicate that there was only signal artifact/noise and no oversensing.

Event description:
Additional information received notes that there was no malfunction on the pacemaker. There was no oversensing of noise on the atrial and right ventricular (rv) leads, there was only noise.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil at 12.3-12.4 cm from the connector pin, consistent with friction to the device can. The cause of the reported events was isolated to the exposed outer coil at the abrasion zone. No other anomalies were noted with the exception of procedural damage.